Event description:
A hospital in (b)6) reported via a fisher & paykel healthcare field representative that the velcro of a bc303 infant bonnet was "causing skin breakdown on the patient". No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one bc303 bonnet was returned to fisher & paykel healthcare in (B)(4). This bonnet was not the actual complaint device. It was visually inspected and dimensionally checked to the relevant drawing specifications. Results: visual inspection revealed no damage was observed on the returned bc303 bonnet. The dimension measurements were found to be within drawing specifications. A lot check was not performed as no lot number was provided. Conclusion: without the complaint device, we were unable to confirm the reported fault and determine the cause of the reported event. No fault was found with the returned bc303 bonnet. All bonnets are visually inspected during the packing process to ensure that the parts are complete and undamaged. Any bonnet that does not pass these inspections are rejected. This suggests that the subject bc303 bonnet passed the inspection before it was released for distribution. This is the only complaint of this nature for the bc303 bonnet.